Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during an ablation procedure where electrocautery mode was used, the patient experienced pacing inhibition. The patient was completely dependent, so the physician placed a temporary line intrajugular. Boston scientific technical services (ts) discussed that this was due to the defib detection circuit, and circuit unable to be disabled. No additional adverse patient effects were reported. The device remains in-service.